Event description:
It was reported that visible air bubbles were observed. During a procedure, the patient was treated for paroxysmal atrial fibrillation with farapulse. Preparation of the faradrive steerable sheath was normal and performed as recommended. Irrigation was completed with a pressure bag. When the farawave catheter was inserted in the sheath, bubbles kept forming in the syringe during purge. Prior to that, only dilator and guidewire were inserted in the sheath. The physician replaced the faradrive sheath to continue the procedure. The procedure was completed and there were no patient complications. The sheath is not expected to return for analysis as it was disposed. It was further reported that air was not seen in the patient. The guidewire was retracted in the catheter close to the tip as recommended at the time when the farawave catheter was inserted into the faradrive sheath.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.